Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead had become dislodged upon implantation. The physician attempted to reposition the lead, however the ra lead exhibited a high capture threshold and low sensing values. The ra lead was not used and replaced. The patient experienced no adverse consequences.